Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the firing of the device stopped halfway during a thoraco/lobectomy procedure. There was an incomplete staple line that was fixed using another device. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.